Event description:
Thoracentesis performed. Catheter sheared off, as it was pulled back into the needle and catheter tip retained in right plural space. Physicians stated they were unable to determine if the catheter was intact upon removal, due to the catheter being inside the needle and enclosed in opaque covering. Pt taken for surgery in 2007. Physicians state, pt required surgery for tb regardless of the retained catheter, no damage from catheter noted.